Event description:
It was reported that the patient began his therapy with a trial session in 2003 and ended up with an infection. The patient had swelling and lower back pain due to this and had difficulties walking or moving. Despite the infection, the therapy helped to manage his pain in his left leg so he went forward with the therapy.

Manufacturer narrative:
(B)(4).